Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and could not confirm the alarm issue. The fse demonstrated that the alarms can be silenced from the bedside monitors to the staff and biomed. It was concluded that this was most likely the cause of the alarm seemingly being "auto silenced". The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the alarms were being silenced by surveillance. The device was in use at the time of the event. No adverse event occurred.